Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This device was manufactured on 23-nov-2016. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 23-nov-2016 3) any anomalies or deviations identified in DHR: none 4) expiry date: 31-oct-2026 5) IFU reference: 090200701.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent a primary right hip arthroplasty due to advanced coxarthrosis with existing dysplasia. Depuy acetabular cup, poly liner, depuy corail stem, and metal head were implanted. There were no indicated intra-operative complications. On (B)(6) 2021, the patient underwent a right hip revision to address poly liner wear. The surgeon noted subluxation that was causing noises. The head and liner were revised. There were no indicated intra-operative complications.